Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7x bisector metal tip was bent out of the package. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non-conformities with the bisector. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "bent" could not be confirmed, nor could any other non conformity. (B)(4).